Manufacturer narrative:
The customer reported the device is not returning. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information. The additional proglide device referenced is filed under a separate medwatch report number.

Event description:
It was reported that an arteriotomy closure of the left common femoral artery was completed with the sutures of two proglide devices relative to an endovascular aneurysm repair (evar) procedure. Reportedly, post procedure no signals were found in the leg. A complete occlusion of the left common femoral artery was found. A cut down and arteriotomy was done to repair the left common femoral artery. A patch angioplasty was used to achieve hemostasis. There was a reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the manufacturing records and complaint history of the reported lot could not be conducted because the lot number was not provided. The patient effect of occlusion is listed in the electronic perclose proglide instructions for use (eifu), as a potential adverse event of use of the device. The investigation was unable to determine a conclusive cause for the reported difficulties; however, the treatment appears to be related to circumstances of the procedure. The patient effect is a potential adverse event. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. H6: device code 2993 removed.

Event description:
Subsequent to the initial medwatch report, the following additional information was received. A backwall stitch occurred with the sutures of the proglide device.